Event description:
It was reported taht (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument jaw would not close properly with grasping the handle due to jaw miss- alignment and clip dropped. Another instrument was used to complete the case. There was no consequence to the pt.